Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer was vomiting prior to hospitalization. Customer stated that her blood glucose levels kept going up the night prior to hospitalization. Customer declined to troubleshoot pump. The two high blood glucose rule was explained to the customer and was advised to contact the helpline if she had any further problems.